Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values after the sensor was inserted in the abdomen. On (B)(6) 2024, the cgm was 260 mg/dl and the bg was not checked. The patient dosed 4 units of unspecified insulin from the omnipod pump based on the correction factor settings of the omnipod pump using cgm readings. After an unspecified amount of time after insulin dosing, the patient had loss of consciousness for approximately 1 minute. The behavior of the cgm display device doing that time was not documented. The cgm was not documented and no information on whether a bg was checked or if treatment was provided. The patient's family called the emergency number. The patient was transported to the hospital and received unspecified intravenous fluids from medics. The patient could not recall the bg taken during the hospital stay. The patient chose not to stay and left the hospital. At the time of the report, the patient was fine and stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.